Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m140860 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m140860, test base part number 190-430 / lot m140860. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m140860 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a nasopharynx swab. Pcr (beckman's jin expert) confirmation testing was performed on a nasopharyngeal swab and generated negative results. The customer stated the patient was asymptomatic. The customer states that there was no pulmonary inflammation or other symptoms that could be identified as coronavirus observed. Additionally, the customer states there were two family members who were close contacts to the patient that tested negative by hospital pcr. No additional patient information, including treatment and outcome, was provided.